Manufacturer narrative:
(B)(4). Concomitant medical devices - segmental fluted straight cemented stem extension 14mm catalog #: 00585205214 lot #: 60852720, segmental polyethylene insert size c catalog #: 00585001395 lot #: 63204132, segmental articular surface with segmental hinge post size c 20mm catalog #: 00585003020 lot #: 62225153, segmental trabecular metal stem collar 35mm catalog #: 00585204035 lot #: 62954564. Report source - foreign: (B)(6). It is not known at this time whether the explanted devices will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02364. Device evaluated by manufacturer? Investigation incomplete.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to address femoral component loosening and pain approximately four (4) years post-operatively. Attempts have been made and no additional information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per the package insert, loosening is a known adverse effect of knee arthroplasty. However, a definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.